Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the investigation results, the image disappeared during the angulation operation in the up/down directions due to breakage of the imaging section, could not be identified. The root cause of the subject event was unable to be specified. Based on the below investigation result, the image sensor unit, the inner circuit board, and the electrical contacts may have had anomalies, leading to the subject event. One of the probable causes of anomalies is external stress to the insertion section since chipping was observed on a-rubber glue. Another probable cause is irregular load to the inner circuit board, resulting in anomalies for the electrical contacts since multiple damaged sites were observed on the video connector. However, it was unable to be specified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited image disappearance when the up/down direction angle was operated. There were no reports of patient involvement.